Event description:
The physician was attempting to advance an endeavor resolute rapid exchange (2.75x 30mm) drug eluting stent to a highly stenotic and severely calcified lesion. There were no abnormalities noted prior to use of the device. Lesion was pre-dilated. However, the device could not cross the lesion. No clinical sequelae were reported. Evaluation summary: the distal tip was flared indicating that it may have been stubbed during advancement. A number of struts on the 14th proximal stent segment were raised and deformed. A strut on the 1st distal segment was raised. Please note that this device (B)(4) is distributed outside the united states; however, it is similar to the united states distributed product (B)(4).

Manufacturer narrative:
Evaluation, results: patient's condition affected effectiveness of device (lesion morphology), highly stenotic and severe calcification. Inherent risk of procedure (failure to deliver stent and stent deformation). Evaluation, conclusions: device failure/lack of effectiveness related to patient condition (lesion morphology), highly stenotic and severe calcification. (B)(4).